Event description:
It was reported that the patient was admitted to the hosp for total abdominal hysterectomy in 1996. Patient was maintained on prophylactic antibiotics for 48 hours post op. On post op day four, their abdomen had mild erythema and patient temp was 38.6c. Cultures were obtained. On post op day 5, patient was started on ampicillin, gentamycin and clindamycin secondary to temp spikes to 39.2c. The incision was mildly erythematous. On post op day 6, temp was 39c. On post op day 7, labs showed wbc of 8,900. On post op day 8 skin staples were removed and wound was opened and probed. Patient was started on wet to dry dressings/packing of the wound. On post op day 13, wbc was 14,7000, subsequently their incision began to improve and they did well and were discharged in 9/1996. 2-0 vicryl had been used in their surgery.